Manufacturer narrative:
Additional information: b3, g3, h3, h6, based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 10/06/2025, a sales representative reported via email that an ar-2923bcs biocomposite pushlock implant system anchor broke during insertion. No fragments were retained in the patient, and the procedure was completed using an ar-2923bc biocomposite pushlock suture anchor without further issues. This was discovered during a labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/10/2025: ar-2923bcs biocomposite pushlock implant system anchor broke into pieces during insertion. The bone quality was assessed as hard. There was no significant delay, no additional anesthesia was administered, and no adverse effects were noted. No photographs were taken to document the event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.